Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have torn conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found during central processing. The instrument was not used in the following procedure. It was unknown whether the instrument was inspected prior to use in the previous procedure. The internal wire was not exposed. It was unknown if the instrument collided with any other instrument or tool during the procedure. After the completion of the procedure, the instrument was no inspected due to the instrument being contaminated by blood. The issue was identified after washing and before sterilization. No photo images were available for review. Also, patient demographic information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage-conductor wire to be related the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device problem was identified during central reprocessing. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.